Manufacturer narrative:
(B)(4). A visual, dimensional, and functional inspection of the physical device involved in the complaint could not be conducted since the actual device was not returned at the time of this report. Visual inspection of pictures submitted with the complaint, could not confirm the complaint. A verification of failure mode reported in the current manufacturing process was conducted. Samples were taken from the current production and visually inspected. The issue reported was not observed in the current manufacturing process. A device history record investigation did not show issues related to this complaint. A record assessment (fmea) was conducted and no update is required. Customer complaint cannot be confirmed. The root cause is unknown. Corrective actions cannot be established. To perform a proper investigation to confirm the alleged defect and determine a root cause, it is necessary to receive the device involved. If the device sample becomes available at a later date this report will be updated with the evaluation results.

Event description:
Customer complaint alleges the et tube was disconnected from the connector during use. There was no report of patient impact or consequence. It was reported that the patient condition was "fine". The reporter submitted photos with the complaint.